Event description:
It was reported by service report that the bed had decreased mobility and was difficult to move. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - caster delaminted.